Event description:
Related manufacturer reference number: 2017865-2022-05630, related manufacturer reference number: 2017865-2022-05631, related manufacturer reference number: 2017865-2022-05633. It was reported that the patient presented with infection. The system was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: previously reported b5 should have included "related manufacturer reference number: 2017865-2022-05710".

Event description:
Related manufacturer reference number: 2017865-2022-05630, related manufacturer reference number: 2017865-2022-05631, related manufacturer reference number: 2017865-2022-05633, related manufacturer reference number: 2017865-2022-05710. It was reported that the patient presented with infection. The system was explanted. The patient was stable.